Manufacturer narrative:
(B)(4). Radiograph provided on 03/12/2013 confirmed the reported event. The affected product has not been explanted. Eval of the explanted product and determination of root cause of this event is not possible. Labeling review notes the following: "potential risks identified with the use of this device system, which may require add'l surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra, neurological injury, and vascular or visceral injury."

Event description:
Report received (B)(6) 2013 indicating that at an unk time following surgery that bilateral s1 screw breakages had occurred. The event date is unk. Initial surgery date was (B)(6) 2012; the construct extends from l3-s1. No pt injury has been reported. No revision surgery has occurred to date.